Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
Abbott diabetes care became aware of a social media comment reporting that a customer was hospitalized due sensor scan readings being "off". The customer further reported that the sensor was compared to an unspecified "hospital monitor", showing that the sensor was "inaccurate". No readings were specified and no further details were reported. Additional information cannot be gathered, as the customer's contact details are unknown. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care became aware of a social media comment reporting that a customer was hospitalized due sensor scan readings being "off". The customer further reported that the sensor was compared to an unspecified "hospital monitor", showing that the sensor was "inaccurate". No readings were specified and no further details were reported. Additional information cannot be gathered, as the customer's contact details are unknown. Based on the information provided, there was no report of death or permanent impairment associated with this event.